Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the guidewire passed through with no additional resistance noted. The guidewire was not returned, therefore, brand and condition are unknown.

Event description:
It was reported that intra-operatively, the physician felt the distal end of the lead was stiffer then "normal." Another lead was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.